Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported difficulty disconnecting pca tubing from the primary tubing, while attempting to use hemostats to remove the tubing, it broke the connection. The nurses are discontinuing entire sets to take off the pca tubing. There is no report of patient harm.